Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call to have received the no delivery alarm again. Customer had changed infusion sets from two different boxes but the alarm persisted. Customer's blood glucose level at time of incident was 432 mg/dl. Customer treated his high blood glucose level with an insulin injection. Customer was unable to troubleshoot at time of call because customer was not present and customer's mother took out the battery from the insulin pump. Customer's mother was advised to call back when the alarm occurs. Customer will not be returning the infusion set, reservoir for analysis.